Event description:
It was reported that the patient had not recharged the ipg in over approximately 3 years. As such the ipg was unable to communicate when attempted and displayed an error message. Troubleshooting was attempted multiple times to no avail and the ipg was deemed inoperable. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted an replaced on (B)(6) 2019 to address the issue.